Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker could not pace and could not be interrogated. The device was replaced, and the patient was stable.

Manufacturer narrative:
Device was received in backup operation with wireless telemetry disabled and device operating in unipolar ventricular pacing only. The reported field event of no capture and no telemetry was confirmed in the laboratory due to review of device image. The device was tested on the bench and findings were consistent with a hardware defect. After reloading device firmware, output measurements in nominal settings were found normal, and telemetry tests revealed no anomalies.